Event description:
It was reported during a diagnostic bronchoscopy procedure, the radiopaque tip ( x-ray opaque tip ) of the guide sheath fell off into the patient's bronchus while the cc-6dr-1 (guiding device) was being inserted through the guide sheath attached to the k-201(guide sheath kit). The x-ray opaque tip that fell off was retrieved using a forceps with no injury. The intended procedure was completed using a similar device. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
Concomitant medical products: (concomitants devices) listed below. Cc-6dr-1 (guiding device). Sg-200c (guide sheath). Scope. Forceps. Device evaluation noted only the guide sheath (sg-200c) was sent/returned by the customer. The product was "sg-200c" and the lot number was "26k". It was sent with the radiopaque tip (removed/ separated from the guide sheath) device evaluation, the following were noted: inspection of the insertion part, noted there was no deformation. The tube was completely crushed and deformed into an elliptical shape, the position where the x-ray opaque tip was fixed was confirmed from the fixation mark of the x-ray opaque tip left on the tube, but there was no abnormality. There were no other abnormalities that could lead to the phenomenon reported. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items, which related to the reported phenomenon. Process inspection sheet quality inspection sheet non-conforming processing slip instruction for use (IFU): content of the instruction manual (drawing number: (B)(4), revision number: 9) was confirmed. The instruction manual contains the following descriptions, and it warns against this event. When inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when inserting the treatment tool or ultrasonic probe into the guide sheath .when moving the probe back and forth, and when pulling out the treatment tool or ultrasonic probe from the guide sheath, keep the tip of the inducer straight in the case of the inducer, and close the cup of the biopsy forceps in the case of the biopsy forceps. In the case of a biopsy brush, pull the brush part into the tube and do it slowly. If you feel any abnormal catch or resistance, do not stick out the treatment tool or ultrasonic probe from the tip of the guide sheath, and stop using it immediately. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. When using a guide sheath do not apply a strong angle to the endoscope. If the resistance is high and it is difficult to insert the ultrasonic probe or treatment tool inserted into the guide sheath and the guide sheath into the endoscope or pull it out from the endoscope, the ultrasonic probe or treatment tool cannot be pulled out from the guide sheath. If so, return the endoscope angle to the point where it can be inserted and removed without difficulty. If it still does not pull out, pull the guide sheath, ultrasound probe or procedure, and endoscope together from the patient. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. Alternatively, other damage to the equipment may occur. ] when inserting an ultrasonic probe or treatment tool into the guide sheath inserted into the endoscope, slowly move the guide sheath within the field of view of the endoscope or under fluoroscopy, and insert the x-ray opaque tip inside the guide sheath. Insert after confirming that there are no abnormalities such as misalignment or dislocation. If any abnormality is suspected, discontinue use. After the guide sheath pulled out from the endoscope, the tube buckles or tears in the guide sheath, the position of the x-ray opaque tip shifts, and the tip falls off regardless of whether or not the guide sheath is reinserted into the endoscope. Make sure that there are no abnormalities such as. Do not use if any abnormality is suspected. If the x-ray opaque chip has fallen off, and if it has fallen into the body, check that it has not fallen into the body. When inserting the treatment tool into the guide sheath do not force it if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or with the brush part of the biopsy brush protruding from the tube. It may cause damage to the endoscope and this product. Based on the results of past reproduction studies, it was surmised that the phenomenon pointed out (dropping off of the x-ray opaque tip) occurred through the following mechanism: when the inductor was inserted, the tip of the inductor was in a bent state. The inductor joint was caught on the x-ray opaque tip. The actuator was moved forward and backward while the x-ray opaque tip caught the joint of the inductor, and the guide sheath was pulled in the pulling direction. The x-ray opaque tip was pushed and pulled while being caught by the inductor, and the position of the x-ray opaque tip was displaced. Since the x-ray opaque tip was slanted with respect to the tube, when the inductor was projected; it was caught by the x-ray opaque tip and fell off. Olympus will continue to monitor complaints for this device.